Event description:
A pt, implanted with prodisc-l, complained to the surgeon that she is experiencing continuing pain. Pt indicated that the surgeon thinks the implant may have shifted. Surgeon plans to fuse l5-s1 around the prodisc-l implant. This report is #2 of 3 for the same event.

Manufacturer narrative:
Subject device remains in the pt. MFR site and MFR date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.